Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 807:05 which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation discovered and confirmed the reported condition of failure code 807:05. The root cause was determined be a faulty pump head module assembly. The pump head module assembly was replaced to repair the reported condition. Service history review determined that the device has not been previously sent into service for the reported condition of "fc 807:05". During previous service on (B)(6)-2007 the pump head module was replaced. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.